Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient's ipg became unable to communicate with bluetooth devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
Based on product testing, the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. The reported observation of ipg connectivity issue was confirmed and duplicated during electrical analysis. The root cause of the field observation was due to a bluetooth ble frequency drift which resulted in the inability to communicate with the returned ipg using a lab standard clinician programmer. The device was subjected to a functional test on automated test equipment (ate) and failed the bluetooth ble test step. No further ate test steps could be performed due to the bluetooth failure. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Actions have been taken to prevent reoccurrence.